Manufacturer narrative:
Additional device coding: (B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred. Troubleshooting was performed and an o-ring was found on the pneumatic tap resulting in the cartridges not fitting onto the pump. The o-ring was removed and the cartridge was successfully reloaded onto the pump. Additionally. The an occlusion alarm occurred. Customer changed all supplies and resumed insulin delivery. Customer's blood glucose level was 300 mg/dl.